Manufacturer narrative:
H6. Patient code e2402 and annex f code f0101 are not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a patient via a manufacturer representative regarding a patient with an implantable pump infusing unknown morphine (10mg/ml at 0.5mg/day). It was reported that the patient contacted the healthcare provider (hcp) and reported an increase in pain. The patient was brought in to assess the pump under fluoroscopy. The hcp saw that the connection between the pump and pump connector was not secure, and the pump connector was completely disconnected. The patient was brought in for a catheter revision. The old catheter was partially explanted, with the rest of the catheter clamped and left in the patient. A new catheter was placed without difficulty. The hcp was unsure of why the connection was not secure. There were no issues observed with the pump connector portion or the pump. The pump was re-implanted. The issue was resolved at the time of the report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2003; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.